Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl because the customer was not connected to the insulin pump. The customer was only disconnected from the insulin pump for less than a day. The auto mode was not active at the time of the incident. The customer did not do troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.